Manufacturer narrative:
It was reported that patient experienced pain, infection, urinary problems, bowel problems, dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent anterior colporrhaphy with mesh graft augmentation, vaginal wall suspension with bilateral sacrospinous ligament fixation using the elevate device, tension-free vaginal tape and midureteral sling with an obturator approach, and cystoscopy on (B)(6) 2013 due to recurrent grade iii cystocele, mixed incontinence with strong stress component and vaginal cuff prolapse. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.